Event description:
It was reported that the stent (2.5 mm x 13 mm) was newly implanted in this procedure. The lesion being treated was lad#6 proximal with 75% occlusion, no tortuousness and mix plaque type. During a manual pullback at post ivus, the catheter (probably the exit port) was stuck on a stent strut and could not be withdrawn. There was no resistance met until this occurrence. The imaging core was removed, the proximal shaft was cut off and a 0.025 inch guidewire (different manufacturer) was inserted from the proximal end that is stiffer than the distal end and pushed a few times. The catheter was pushed toward distal when it was rotated a few times. The catheter was carefully pulled back being rotated and withdrawn from the body. The patient complained of chest pain after ten minutes from the trap but the pain subsided quickly without nitrates given. There were no EKG changes noted. It was unknown whether the post procedure ck levels was done. Another device from a different manufacturer was used and completed the procedure.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.